Event description:
After ablation of a lesion in the diagonal branch with the rotablator and withdrawal of the burr, there was no reflow in the diagonal. A balloon was placed, inflated and the rotawire guide wire was exchanged for another guide wire. When contrast was injected, perforation of the diagonal was noted. The pt was taken to surgery for repair of the perforation. Pt underwent CABG and was discharged in good condition on 4/27/99.